Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, leading to high out-of-range shock impedance measurements. Which was suspected to be caused by calcification. No noise or oversensing was observed. Troubleshooting options were recommended. Currently, this rv lead remains in service and no adverse patient effects were reported.